Event description:
On (B) (6), 2010 a doctor reported to (B) (4) that a pitt easy abutment hex screw fractured.

Manufacturer narrative:
On (B) (4), 2010, the doctor reported that an abutment hex screw fractured. The evaluation of the returned product indicated that the hex screw fractured as a result of overloading. The abutment was used as a post for a single tooth restoration in the region of the first molar, which resulted in overstressing the hex screw and the subsequent fracture. The product met specifications. This is not a product failure.